Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient underwent heart bypass surgery, the patient received two shocks for an episode of ventricular fibrillation (vf). After the surgery, toning was heard from the implantable cardioverter defibrillator (ICD). Interrogation revealed that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic) shortly after the shocks were delivered. Oversensing of noise was observed on the treated episode of vf, and it was suspected that the shocks were inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.